Manufacturer narrative:
A 7mmx4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was inflated as a pre-dilation, however it ruptured within its nominal pressure. No patient injury was reported. The lesion was the iliac artery. The product was removed intact (in one piece) from the patient. The powerflex pro was replaced with a new unknown device and the procedure was completed. The product was not returned for analysis. A product history record (phr) review of lot 17611211 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 7mmx4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was inflated as a pre dilation, however it ruptured within its nominal pressure. No patient injury was reported. The lesion was the iliac artery. The product was removed intact (in one piece) from the patient. The powerflex pro was replaced with a new unknown device and the procedure was completed. The device will not be returned for evaluation as it was discarded by mistake.